Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working anymore and the buttons were not responding. The customer¿s blood glucose level was unknown. The customer also states that the display was jumping and the time advances. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted. Device had intermittent up buttons response due to corroded keypad traces. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected numbers ramping/scrolling during testing.